Manufacturer narrative:
A ge representative evaluated the system and replaced the monoblock x-ray tube assembly. The system operats as intended.

Event description:
The customer reported that the system would not start/boot up and a temperature error was displayed. There is no report of patient injury or death.